Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient requested a revision procedure with this artificial urinary sphincter (aus) due to the patient being unable to use the device as a result of full fluid loss from the balloon. The aus remains implanted and active. The revision procedure has not yet been scheduled.